Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise shortly after implant resulting in delivery of inappropriate shock therapy. The noise was felt to be consistent with potential air entrapment in the device or electrode implant site. Programming changes were made to the primary sensing vector. Subsequently, additional inappropriate shocks were delivered due to t-wave oversensing. No further noise was observed and no noise was able to be reproduced. The air was felt to have dissipated. Programming changes were again made to the primary sensing vector and monitoring will be continued. No adverse patient effects were reported.